Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the reported event was caused by user handling. It may have been caused by the user putting a load on the output socket, not cleaning it thoroughly, or using it without sufficient drying, because the olympus field service engineer confirmed that the output socket was dirty, rusted, and worn. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report was not returned to any of olympus locations. The device was repaired on site by the field service engineer and the output socket was replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before starting the procedure for inspection, the scope communication error b30 occurred when the endoscope was connected to the device. Error code b30 means the video system center cannot communicate with the endoscope. The reported error occurred in combination with all olympus 190 series endoscopes. There was no report of patient injury associated with the event. An olympus field service engineer inspected the device and found that the output socket was dirty, rusted, worn and could not recognize the endoscope.